Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D3-date of event is estimated.

Event description:
It was reported patient was experiencing ineffective therapy due to high impedances on l1 drg lead. Patient may be awaiting surgical intervention to address the issue.